Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient scheduled an appointment to reprogram her ins. The rep reported that the patient had experienced intermittent and uncomfortable strong stimulation over the past several weeks. The rep reported that the battery was discharged at the time of the appointment, so they were unable to fully interrogate the device or reprogram. The rep instructed the patient to recharge the battery and they scheduled another meeting on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s implant was replaced with a new stimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient was met for reprogramming. An impedance check was performed and was good. The patient also met with the healthcare provider and the implant was to be replaced.